Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye as the patient complained of distance vision being blurry with halos and streaking. The lens was explanted and replaced with a lens from another manufacturer in a secondary procedure. The patient's status was better. From additional information the lens had contributed for blurry vision with halos and streaking. There was hyperopic miss of +0.4 diopter. There was no patient injury. There was medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/10/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and presented with no further issues. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.